Event description:
Drager, inc. Critical care systems, 4101 pleasant valley rd, ste 100, chantilly, va 22021. The drager inc. Complaint file does not have any records with this problem. The "oxygen blender" of the babylog 8000 is an integrated microprocessor controlled digital valve array of 10 vlves for each air and oxygen, with an automatic microprocessor controlled switchover, in the case of insufficient supply pressure for either air or oxygen. The valve array is directly controlled by the pneumatic control board and pneumatic analog board. Additionally, the babylog 8000 has an integrated, independent oxygen analyzer, which will trigger an alarm in case of a deviation to the set oxgyen concentration. The drager inc complaint file contains reports about defective pneumatic control boards. In these cases, the babylog 8000 always alarmed visually and audible. There where no reported injuries to the pt as a result of these events.